Manufacturer narrative:
A ge service representative performed an on site investigation. The communication error could not be duplicated. The system was tested and found to be working as intended. System placed back into service.

Event description:
It was reported that the 9800 system experienced communication errors. No patient injury was reported.